Event description:
It is reported that the pt dislocated in recovery and was taken back to surgery for revision. The femoral cup position was changed and the femoral head and liner were exchanged.

Manufacturer narrative:
Info was received from a consumer who is not required to complete form 3500a. Eval summary: it is reported that the pt dislocated in recovery and was taken back to surgery for revision. The femoral head and liner were replaced and the position of the cup was changed (removed 7-10 degrees of anteversion and added 5 degrees of abduction). Operation notes from the primary and revision surgeries were provided for review. The revision notes state that "the pt did not have good offset and there was a tendency to sublux anteriorly." With the info provided, the most likely cause of the post operative dislocation was the placement of the implants as indicated by the surgeon. Eval: review of the device history records did not find any deviations or anomalies. Review of the device history records for the shell was not possible as the lot number required for retrieval is unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.